Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to: -b5.desc evt problem -h10: added additional products product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the alarm log file associated with (B)(6) revealed one electrical fault alarm, one high watt alarm, one vad disconnect alarm, and one power disconnect alarm logged on (B)(6) 2023. Review of the event log file associated with (B)(6) revealed several reactivation events logged on (B)(6) 2023 between 00:03:31 and 00:03:40, due to an open phase on the rear stator. The electrical fault alarm was logged at 00:03:36 due to an open phase on the rear stator, resulting in the pump running on a single stator (front stator only). A high watt alarm was then logged at 00:03:44 likely due to the increased power consumption required to run on a single stator. The vad disconnect alarm that was logged at 00:04:12 was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. A successful motor start event was recorded at 00:04:25. In addition, the power disconnect alarm was logged at 00:04:30. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating an overcurrent alert. Log files recorded a high-power consumption during motor start event, which required more current from the battery. The battery was most likely physically disconnected by user shortly after, causing the controller to log a power disconnect alarm. As a result, the reported event was confirmed. Based on risk documentation and the available information, a possible root cause of the electrical fault alarm, observed high power, and observed reactivation events can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. Possible causes of the vad disconnect alarm can be attributed to a loss of synchronization of commutation leading to a false vad disconnect alarm, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. A possible root cause of the observed power disconnect alarm may be attributed, but not limited, to a physical disconnection of the power source. H6: the codes present in section h6 correspond to components/products that comprise the reported event additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-sept-2021 / serial#: (B)(6) UDI#: (B)(4) d9: no h4: mfg date: 15-sept-2020 h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance data and the controller subsequently tested out of specif ication during manufacturer¿s analysis. The controller remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the ventricular assist device (vad) exhibited an electrical fault alarm followed by a vad stop/vad disconnect alarm. Troubleshooting was performed via the phone, and the electrical fault alarm was not reproducible. The vad remains in use. No patient complications have been reported as a result of this event.